Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having cancer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on june 12, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging cancer related to CPAP device's sound abatement foam. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they was able to confirm the device powered on and provided airflow. The manufacturer inspected the device externally and internally, observed an unknown contaminant inside the inlet of the blower box. An unknown dust like contaminant was observed on top and bottom enclosure, rear and front panels, blower box, blower and blower seal. A keratin-like substance was observed on the blower box outlet and the blower seal. Evidence of sound abatement foam degradation/breakdown observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer concludes that there was evidence of sound abatement foam degradation.